Event description:
Surgeon stated that the luxtec light cord used in conjunction with the rigid short storz scope, spm #510599-1 melted the hub when used on the medtronic 13cm neuroendoscope 2233-005 and two of the medtronic 15.5 cm neuropens 2120-025. This was done previous to this nurse arriving in the or. Surgeon stated the luxtec cord is what they usually use for these cases but that it was not compatible with the storz light source in the or. Surgeon stated there was no injury to the patient, but the case was prolonged approximately 30-40 min.